Manufacturer narrative:
The reported events of ¿unable to pull stylet out of lead¿ and ¿pin pulled away from the lead¿ were confirmed. As received, a complete lead with stuck stylet was returned in two pieces. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin and crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The connector cap was in place and intact in the connector assembly. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out of the connector assembly.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was failed to remove stylet from the lead and the pin pulled away from the lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.